Manufacturer narrative:
Fluid ingress shorted out footboard electronics.

Event description:
It was reported by service report that the footboard had no electronic functions. Customer could not determine if there was pt involvement or if there were adverse consequences to report.